Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge using electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by a zoll approved service provider. Review of the logs showed that during the event, the charge button was pressed, followed by the analyze button. However, in sync mode, pressing the analyze button will prompt the device to issue a "remove sync" response. The device functioned as expected based on recorded button presses. The device passed functional testing with no fault found. The device was recertified and returned to the customer. No trend is associated with reports of this type.